Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having a bent cannula when infusion set was removed. Customer's blood glucose was 400 mg/dl. During troubleshooting, customer was educated on reasons that could cause bent cannula.